Event description:
It has been reported to philips that the system was not starting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on-site and identified that the issue was caused by a failure of the host pc. The host pc has been replaced and the system is returned to use in good working order. Further investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon some inspection the fse confirmed that bmc fail error for this reason host pc was unable to communicate due to bmc. The fse replaced the host pc and uploaded the license file. After replacement the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.